Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and visual inspection found the clear insulation was damaged and the sample failed hi-pot testing. Additionally, both knife webs were protruding from the clevis area. One web was sharp and one web was not sharp. The customer reported that the device stopped working. The reported condition was not confirmed. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. The sample functioned normally when activated in the vl-mode. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Both knife webs were protruding from the clevis area. One web was sharp and one web was not sharp. The jaws opened and closed normally when the handle was activated. The knife did not extend or retract when the trigger was activated. The knife is contacting the back of the seal plate. This can happen when excessive tension is placed on the jaws, forcing them out of alignment. When the knife contacted the back of the seal plate force was continued to be exerted on the trigger. The force caused the knife webs to break and protrude from the clevis area. The investigation identified the root cause of the reported event to be user error. The IFU cautions: do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Manufacturing non-conformance could not be completed since the lot number is unknown.

Event description:
The customer originally reported that the device stopped working during a laparoscopic hysterectomy. Another device of the same type was opened and used to successfully complete the procedure. There was no patient injury. New information 03/09/2015: the device was returned for evaluation with the insulation damaged and with a sharp bowtie.